Event description:
Device 1 of 3. Ref MFR report #: 1627487-2013-05681 and 1627487-2013-05682. It was reported the pt has fallen on several occasions. It was also reported the pt experiences heating at the ipg site while recharging, pain at the ipg site, inadequate coverage, and stimulation in unintended areas. The ipg is also no longer stationary in the pocket. Reprogramming did not resolve the coverage/stimulation issue. The pt will have a consultation visit to discuss the next course of action. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.